Event description:
It was reported that the 9800 system had an intermittent fluoro beeping and would not save. No pt injury was reported.

Manufacturer narrative:
The ge service rep performed an on site investigation. The lemo pin connector was repaired during the service call. The system was tested and found to be working as intended and put back into service.